Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s blood glucose rose after breakfast when a missed meal announcement occurred due to depleted insulin and a delayed supply change, after which insulin delivery was resumed with guidance; the device involved was the ilet. Symptoms included hyperglycemia with a reported peak of approximately 300 mg/dl. Outcomes included elevated glucose outside of target for about three hours without use of backup therapy, without ketone testing, and without medical intervention. Investigation included user education and troubleshooting to complete the supply change and restore insulin delivery. Investigation of this case revealed user-related operational factors associated with a missed meal announcement leading to hyperglycemia; no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement and delayed supply change.